Event description:
The manufacturer received a report indicating that a trilogy evo ventilator displayed a "service required" alarm. There were no reports of patient harm or injury associated with this event. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. The device log files were successfully downloaded and reviewed. No critical errors were identified. Analysis identified a "vent service required" alarm indicating that the software detected a failure in the power path hardware associated with ac power, detachable li-ion battery, or internal li-ion battery, or an inability to reset the diode mode latch. Therapy delivery remains available under these conditions, as backup power sources are present. An additional alarm was identified indicating a fault in the vsense_ac circuit. This condition is for diagnostic purposes only and does not impact therapy delivery. The printed circuit assembly (pca) was replaced to address these issues. During diagnostic testing, the device failed an internal flow verification test. The machine flow sensor was replaced to correct the issue. Additionally, the in-line proximal filter was found to be clogged with dust and was replaced. As part of routine 4-year preventive maintenance, the muffler assembly and inlet filter were also replaced. The valve and batteries were evaluated and found to be within specification and did not require replacement. Following repair, the device passed all testing.